Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a lost sensor alert and was unable to link the sensor to the transmitter. Blood glucose level at the time of the incident was 39 mg/dl, due to working in the yard. The customer reported that the sensor fell off several days prior to the call. During troubleshooting, the customer was advised as to the proper sensor usage techniques. It was recommended that the customer monitor the sensor and call back if the issue persists. The sensor was not replaced or returned for analysis. The insulin pump was not replaced or returned for analysis.